Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that regen¿ tht® nc: 1.0ml had "foreign matter in tube", "cracked tube", and "label flaw". No serious injury or medical intervention.